Event description:
The customer reported via phone call that they had high blood glucose. Customer's blood glucose was 457 mg/dl. The customer reported feeling woozy from their blood glucose. Customer has treated their blood glucose with a 18 unit bolus. The customer declined to troubleshoot and stated they would call back later. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.